Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start normally. During troubleshooting fse found that issue was with host pc. The fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start normally. The led on the modules flashed and ¿please wait¿ was displayed on the live monitor. The customer rebooted the system without resolve. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.